Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date in february 2026 and involved a tego¿ connector. It is unclear if the central venous access device (cvad) was clamped at the time of the incident. The customer stated that the septum appeared to be domed/protruding outward. The event occurred during patient use when a new tego was changed prior to commencement of hemodialysis (hd). The set was replaced and therapy resumed without any problem. There was no IV solution or medication used. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
D9 - date returned to MFR 20mar2026 investigation summary received one (1) used. List #d1000, tego® connector; lot #14414223. The seal was observed to be domed. The reported complaint of a protruding seal could be confirmed. The returned sample was observed to have a domed seal upon arrival. The probable cause is from uneven adhesive application during assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.